Manufacturer narrative:
(B)(6). (B)(4). The product will not be returned. (B)(4). Recurrent disc herniation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was treated for a recurrent disc herniation where a laminectomy and segmental fusion surgery at level l4/s1 was performed in 2009.the patient underwent a revision surgery on (B)(6) 2016 due to a disc re-herniation at level l5/s1. The surgeon wanted to address the disc herniation by completing a transforminal lumbar interbody fusion (tlif) at the affected area. The surgeon removed three (3) titanium matrix locking caps, all on the same side from l4/s1 and replaced them with three new locking caps. In addition, a synthes vertebral spacer-pr was implanted at level l5/s1 to provide axial support at the affected level where recurrent disc herniation occurred. There was no allegation against any of the hardware; all of the hardware was functioning and intact. There was no delay in surgery; the patient had a successful outcome. This report is 1 of 5 for (B)(4).